Manufacturer narrative:
It was reported that two axium coil pushwire got damaged in proximal segment while they were being advanced. It was reported there was no friction experienced during testing and delivery. Continuous flush was administered during the procedure. As the event indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to investigate the event and/or determine the cause of the event. The health care professional was contacted for additional information to help with the investigation. Follow-up response received but no additional information was received. The axium prime pusher was returned as part of this investigation. Analysis found based on the device analysis and reported information, the customer¿s report of ¿pusher kink/broke¿ was not confirmed. The implant coil was found broken. No damages or irregularities were found with the introducer sheath. No damages or irregularities were found with the axium prime pusher. The axium prime pusher was returned with implant coil broken from the detach element with the polypropylene filament also broken. The broken implant coil was not returned for analysis. The condition of coil broke, makes the event now reportable. No other ano malies were observed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. Possible causes for coil separation or break are tortuous anatomy, coil is not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, or user advances the coil against resistance. Customer reported device was prepared per IFU, no resistance was encountered, patient vessel tortuosity as moderate and continuous flush was administered. The investigation determined that this was a known event. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the axium coil pushwire got damaged in proximal segment when it was being advanced. The coil was replaced by another coil from another manufacture to complete the procedure. No patient injury was reported as a result of the event.